Event description:
Patient asked md if she could use caviwipe to wipe rectal area and was told it was okay. Reported to md burning after use. Patient later read container and found out it shouldn't be used on skin. Md asked patient to shower for 15 minutes as recommended on container. Area still tender after showering. No known sequelae.